Manufacturer narrative:
Following troubleshooting of the issue, the customer stated the xhibit was running very warm and had very poor airflow. Dust and debris buildup in the unit can lead to poor air circulation and cause the unit to overheat. The unit will perform a self-healing shut down to prevent damage to the hardware and software of the unit. A field service engineer confirmed that the overheating unit was removed from service and replaced with a customer owned spare unit. The customer was advised to have the unit cleaned and repaired if needed.

Event description:
A customer reported an xhibit central station was shutting itself off while monitoring patients. There was no patient or user death, or injury associated with the event.